Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to low blood glucose (bg) levels, breathing issues and nausea, while wearing the pod on the arm between 24 and 36 hours. The patient hit her head and experienced memory loss. At the hospital, the patient was monitored, provided fluids intravenously, a cat scan, x-rays and blood work were done.